Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned for analysis. The stent was not returned for analysis. Functional inspection to test the reported event ¿implant not visible under fluoroscopy¿ cannot be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'implant not visible under fluoroscopy' could not be confirmed as the stent was not returned for analysis. The stent delivery wire (sdw) part of the device was returned. This failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to this part of the subject device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'after building access, the operator placed the subject stent to the location and deployed. When withdrawing the stent, no stent was deployed. The operator felt the stent might be deployed inside the microcatheter, so withdrew the stent delivery wire and used a guidewire to go through the microcatheter smoothly that he confirmed no stent was in microcatheter. Replaced the stent with another one to finish the procedure'. In the follow-up good faith effort (gfe) answers, the operator reported that the same microcatheter was used to finish the procedure. They also reported that they prepared the stent as per the instructions and contradicted this by stating that they had not paid attention to check that the stent was present (inside the introducer sheath) when the subject device was removed from the packaging. The stent was not returned for analysis and neither was the introducer sheath. The stent delivery wire (sdw) was returned and was kinked/bent near the distal end of the wire. Given that the stent was not inspected during the preparation stage of the operation as recommended in the dfu, it is possible that it may have been inadvertently deployed during the preparation step prior to the sdw being advanced out of the introducer sheath and into the microcatheter. This is aligned with the fact that the operator confirmed that the stent was not present inside the microcatheter. Furthermore, the operator used the same microcatheter to deploy an additional stent. This is one possible explanation to explain the event description and gfe follow up responses. An assignable cause of undeterminable has been assigned to the reported event: ¿implant not visible under fluoroscopy¿ and an assignable cause of procedural factors has been assigned to the analyzed event: ¿sdw kinked/bent¿. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during preparation/use.

Event description:
It was reported that during anterior communicating artery (acoma) wide-neck and middle carotid artery (mca) aneurysms procedure the operator built access and placed the subject stent to the location and prepared to deploy it. However, no stent was found during the deployment and the subject stent was not visible under fluoroscopy. The operator checked if the subject stent deployed prematurely inside the microcatheter, but no stent was found. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during anterior communicating artery (acoma) wide-neck and middle carotid artery (mca) aneurysms procedure the operator built access and placed the subject stent to the location and prepared to deploy it. However, no stent was found during the deployment and the subject stent was not visible under fluoroscopy. The operator checked if the subject stent deployed prematurely inside the microcatheter, but no stent was found. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.